Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 192 mg/dl and the sensor glucose was 75 mg/dl at the time of the incident. The sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that customer was using auto mode and insulin pump was suspended and got an alert that sensor said ow, auto mode does not suspend insulin pump, customer talking about low sensor alert, not suspend.